Manufacturer narrative:
Olympus technical support assisted the user facility in troubleshooting the reported problem. At the time of troubleshooting with olympus technical support, the problem was not occurring and cause could not be confirmed. Technical support recommended to the reporter that they reseat the maj-1941 cable and replace the main lamp. Upon follow up with the user facility, it was reported to olympus technical support that they replaced the main lamp and the reported problem was no longer experienced. An assignable cause for the observed phenomenon could not be determined.

Event description:
A user facility reported to olympus that when the gi scope was placed into the patient, the light went out. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred due to the lamp reaching 400 hours and came to the end of its useful life.